Manufacturer narrative:
The used balloons were not returned to olympus for inspection and the reported failure could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Fifteen balloons in unopened original sterile packaging from the same lot were returned by the user. All packages were sealed and undamaged. The balloons were removed from the packaging and visually inspected, and no abnormalities were observed. Each of the 15 packages contained exactly one balloon. Based on the results of the investigation, a definitive root cause could not be identified. It was possible that the balloons might have not deflated completely when the endoscope was withdrawn from the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported that when placing the balloon at the distal end of the endoscope, no incident is observed. When it is introduced, it is verified that the balloon is detaching. Additional information received from the customer later indicated that while inflating the balloon during an endobronchial ultrasound procedure, the balloon was observed leaking saline. The clinician removed the balloon to reposition it and found that the balloon had become detached at the tip of the scope. The balloon was only attached to the distal tip of the ultrasound probe, as if it had been pulled outward. The balloon was removed and replaced with a new one. Upon reinsertion of the new balloon, another balloon was observed on the vocal cords and was removed without incident. There were no reports of patient harm.